Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower scan value while using the adc freestyle libre sensor compared to a competitor¿s brand meter. Per the customer's report: "your sensors were reading my sugar one morning at 46 to 52...I checked for 39 min. And I ended up going to the emergency room after I drank orange juice to make my sugar go up...when the took my sugar at ER it was 380." No further information was reported as the customer refused to continue with the troubleshooting. There was no report of death or permanent injury associated with this event.